Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging an inadvertent infusion issue. The reporter stated that the patient had a blood glucose (bg) between 283-466mg/dl. The 911/emergency protocol was initiated. The emergency medical services (ems) treated the patient. The patient treated themselves with 17.45 units of insulin. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.